Manufacturer narrative:
The technician found the side rail has broken ratchet rivets and is missing the latch bolt and nut. The technician replaced the side rail ratchet rivets and latch bolt and nut to resolve the issue.

Event description:
The technician alleged the side rail will not latch. No pt impact.